Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse verified the reported error via the customer chromatogram. Fse replaced the uptake and purge valves due to poor pump pressure which was causing the excessive retention times. The fse adjusted the flow rate to 1.07 ml/min and the hba1c retention time is now 0.59 minutes. Also, the fse found the printer had poor printing quality and the thermal printer was replaced. The fse ran calibrators and quality controls (qc) and results were within range. The instrument is functioning as intended and was released. No further actions are required by the fse. The uptake and purge valves were returned for investigation. Functional testing has confirmed the failure of the uptake and purge valves. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(4) 2017 through awareness date on the (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. Error message: 211 peak pattern error explanation: peaks were not separated well counter measures: check the samples, buffers, and hemolysis & wash solution. The most probable cause of the reported issue was due to faulty uptake and purge valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 211 peak pattern error on their g8 instrument. The customer indicated that the retention time is in the range between 0.63-0.64 minutes. The technical support specialist (tss) requested the customer to adjust the flow rate from 1.15 ml/min to 1.20 ml/min. Then the customer shut the instrument off and back on and ran 5 whole blood samples. The retention time on the samples was 0.62 minutes. The tss has then requested the customer to adjust the flow rate to 1.23 ml/min in order to get the retention time down within range. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.